Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, a cord broke on the small grasping retractor instrument. There was no reported injury. Isi followed up with the customer and obtained the following additional information: following the event, there were observed issues related to opening/closing of the grips, left/right (yaw) motion of the grips, and up/down (pitch) motion of the wrist. There was no injury to the patient as a result of the reported issue. The procedure was completed as scheduled, both robotically and laparoscopically. Associated patient demographics were additionally provided.